Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52, lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was further reported that there were recorded episodes of noise on both ra and rv leads, and increased sics since the last follow-up. Also reported, was that both leads¿ outer insulation have abraded, exposing the outer wires and causing current leakage at the exposed area. In addition, the patient experienced intermittent extraneous diaphragmatic stimulation, and fluttering sensation with ventricle pacing.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Ventricle sics occurred since 2014-(B)(6). (B)(4)

Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The leads were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were atrial and ventricle oversensing, short interval counts (sics), and intermittent p-wave and r-wave far-field sensing on the patient's leads. Reprogramming was done for the right atrial (ra) and right ventricular (rv) leads. The leads remain in use. No patient complications have been reported as a result of this event.